Event description:
It was reported that the hand rims on the manual wheelchair are defective and have caused the end users teacher to sustain cuts on the hands. No report of medical intervention.

Manufacturer narrative:
.